Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On approximately (B)(6) 2026 (exact date not remembered), the father reported that the patient experienced symptoms of dizziness and vomiting in association with reportedly inaccurate cgm readings. No bg fs or cgm values were specified at home. Due to concern regarding the patient's condition, the reporter transported the patient to a hospital for evaluation. Upon assessment, the initial facility determined that pediatric services were unavailable and arranged ambulance transport to a hospital equipped to provide the appropriate level of care. According to the reporter, the patient's dexcom cgm readings were ¿jumpy¿ during the event. The reporter performed two fingerstick bg measurements within approximately five minutes of each other, with at least one reported value of approximately 500 mg/dl, while the dexcom cgm displayed a glucose value of 230 mg/dl. The patient was subsequently diagnosed with diabetic ketoacidosis (dka) by the receiving hospital. The patient received treatment including insulin and IV dextrose/glucose medication; however, the reporter was unable to provide specific medication names, dosages, or frequency of administration. The patient remained hospitalized overnight (stay less than 24 hours), responded well to treatment, and was discharged the following day. The reporter stated that the patient has had no ongoing issues since discharge and requires no further treatment or follow-up. It was noted that the patient was connected to an omnipod 5 insulin pump at the time of the event. At the time of reporting, the patient was described as feeling ¿fine.¿ no data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.